Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged from the atrium. An invasive revision procedure was performed and the lead was unable to be extracted successfully, due to scarring in the subclavian vein. The ra lead was ultimately capped and replaced. No further complications were observed.